Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle and the thread of the suture were already detached during preparation. It happened 4 times. No further information has been provided.

Manufacturer narrative:
Analysis and results: there is one previous complaint of the same code-batch regarding the same issue closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open sample that seems unused, with the needle detached from the thread (the thread is not wound on the pack). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle attachment strength results before releasing the product were 0.85 kgf in average and 0.62 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Without any closed samples a proper analysis cannot be performed. However, considering the defective sample received and that there is a previous confirmed complaint, we consider this complaint as confirmed as well. Final conclusion: taking into account that the sample received does not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications and there is a previous confirmed complaint, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.